Event description:
It was reported in an article case summary that the patient was admitted with recurrent chest pain, chest tightness, and dyspnea for 8 years, which had worsened over 6 months. Angiography showed a tortuous rca with a proximal chronic total occlusion (cto) lesion, a visible stump, cto length >60 mm, and distal exit at a four-way bifurcation. The left anterior descending (lad) septal branches provided retrograde filling of the rca proximal to the bifurcation. Based on the cto hybrid strategy, a retrograde approach was attempted first but failed due to inadequate distal collaterals. With corsair microcatheter support, a non-abbott guidewire failed to cross the hard proximal fibrous cap. The non-abbott wire was then advanced in a knuckle configuration to the distal cto. It was replaced by an m12 guidewire. Due to vessel tortuosity and calcification, a stingray balloon was delivered with guidezilla extension support. As the cto exit was at a bifurcation, the stingray balloon was initially positioned near the bifurcation. Contralateral angiography showed a ¿monorail sign.¿ attempts with conquest pro and conquest 12 wires failed to re-enter the true lumen. After repositioning, further attempts with conquest pro 12 and conquest pro 8-20 also failed. The stingray balloon was then precisely repositioned proximal to the bifurcation to avoid side branch loss. After multiple punctures with conquest pro, a pilot 200 guidewire was used to find the true lumen, confirmed by retrograde angiography. Ivus confirmed true lumen entry before the bifurcation. Four stents were implanted from the posterolateral artery (pla) to the proximal rca. A hematoma formed in the posterior descending artery (pda), causing slightly reduced visualization, expected to improve over time. Additional information can be found in the article "stingray-adr technique accurately puncture for chronic total occlusion of coronary artery: three cases reports".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported hematoma, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided.